Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. The stent was examined and severe distal damage noted. Stent strut rows 1 to 14 on the proximal end of the stent appear undamaged; the remainder of the struts are stretched, deformed and pulled distally with some struts extending over the distal markerband and the tip of the device. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink at approximately 215 mm distal to the strain relief. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. The product stent protector was not returned for analysis with the device, however, based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy¿ stent was selected for use. However, during preparation, upon removing the protector sheath, the stent struts got stretched. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy¿ stent was selected for use. However, during preparation, upon removing the protector sheath, the stent struts got stretched. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.